Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead had developed a breach due to a cosmetic depression that had developed while in vivo. Visual analysis of the lead observed the outer insulation breach with blood ingression. Concomitant product: 407645 lead, implanted (B)(6) 2011. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.